Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate was inaccurate. The customer's blood glucose (bg) level was 156 mg/dl. The customer loaded a new cartridge successfully in order to resolve the issue.